Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows moderate cap wear; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window. Fiber card analysis: 35,500 joules; the fiber card is expired. Probable root cause: based on the product analysis results, the probable root cause of the failure is: laser inactivity greater than 30 minutes.

Event description:
It was reported that during a prostate procedure, on a >100 ml gland, physician reported "observed excessive bleeding", requiring loop to manage the bleeding. Before the physician was able to resume the pvp procedure, the fiber had timed out @ 35506 joules of use; 6:45 minutes. The procedure was completed with the use of a second fiber. "No harm to the patient" reported.